Event description:
The customer reported that the top of the reservoir compartment has a crack, and she had received the device three to four months ago. The customer stated that when she went to change the reservoir, but it was not enough insulin to lower her blood glucose and did go to the hospital. The caller stated that the insulin pump works properly and her admission had nothing to do with the device. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.